Manufacturer narrative:
The reported event was infection. As received, a complete lead was returned in two pieces. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. Review of the sterilization records confirmed normal sterilization cycles for the products.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-33368, 2017865-2024-33369, 2017865-2024-33370. It was reported, the system; device, right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead became infected. The system was explanted to resolve the event. The patient was stable.